Manufacturer narrative:
An event of arrhythmia was reported. Information from the field indicated that the final implant depth at non-coronary cusp (ncc) was 6.00 mm. The patient had a prior medical history of first-degree heart block and bradycardia. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information the cause of the reported incident could not be conclusively determined. The reported interventions were result of case-specific circumstances. Following the procedure, a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of first-degree heart block and bradycardia. The length of the membranous septum was measured as 2.8mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 6mm on the non-coronary cusp (ncc). The temporary pacemaker was left in place because the patient¿s baseline rhythm did not improve. Intermittent pacing was still necessary, as conduction issues persisted and the patient had a long pr interval. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On (B)(6) 2025, a permanent pacemaker was required to resolve the event. The patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using an unknown delivery system (ds). The patient had a prior medical history of first-degree heart block and bradycardia. During the procedure, the valve was able to be implanted successfully. On the following day, the patient was noted to be paced intermittently and had a long pr interval. At the end of the procedure, the baseline symptoms remained unchanged. A permanent pacemaker was required to resolve the event. The patient's status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.